Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt experienced vaginal disease, mesh erosion, defecatory dysfunction, pelvic floor dysfunction, vaginal pain, pelvic pain, vaginal bleeding, scar tissue, dyspareunia, and sexual loss. The pt has undergone corrective surgeries.

Manufacturer narrative:
(B)(4).